Manufacturer narrative:
Manufacturer reference number is (B)(4). The suspect device was returned to the manufacturer and evaluated. The evaluation revealed that the root cause of the funnel catheter unravelling was a shaft length cutting issue. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. Although there was no patient harm with the funnel catheter unraveling, the information reasonably suggest that if this malfunction were to recur it may cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2025, an 86-year-old female patient underwent arterial thrombectomy using inari devices. The patient's clot age was 2 days old. During the thrombectomy, the artix funnel catheter (funnel catheter) unraveled at the hub upon removal. A hemostat was required to remove the portion of the catheter that remained in the patient's body. There were no reported injuries and the case was completed without further issue.

Manufacturer narrative:
The suspect device is in transit to the manufacturer. Upon receipt of the device, a full evaluation will be completed. Manufacturer reference number (B)(4).

Event description:
On (B)(6) 2025, a 86 year old female patient underwent arterial thrombectomy using inari devices. The patient's clot age was 2 days old. During the thrombectomy, the artix funnel catheter (funnel catheter) unraveled at the hub upon removal. A hemostat was required to remove the portion of the catheter that remained in the patient's body. There were no reported injuries and the case was completed without further issue.